Manufacturer narrative:
Patient age not available from the site. No parts were received by manufacturer. On (B)(6) 2014, a medtronic representative reviewed the system logs and found multiple connections of the umbilical cable and suggested that replacing the cable would resolve the intermittency issue. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that at the end of a spinal fusion procedure, the imaging system went into stand-alone mode with no one touching it. During trouble-shooting, the system was re-booted. The remote pendant booted up okay, but the fixed pendant was not able to boot up. They operated with the remote pendant to open the door since it was the end of surgery. The issue caused a 5-minute delay in getting the system out of the or table. Pendant differences were resolved by logging into the image acquisition system (ias) remote desktop and using the software to turn the pendant off and on. There was no impact on patient outcome.